Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported by the surgeon that during a surgery on (B)(6) 2015 the 4.5/6.5 reamer for hip screw broke at the tip. The surgeon was able to retrieve all the particles from the patient¿s body. There is no harm to patient or any report of a surgical delay. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: we have received the reamer sent back to us for investigation. The tip of the reamer is broken off as reported. The reamer broke between the second and the third step; it means the first 25mm of the reamer are missing (not returned). Reviewing the device history record showed no deviation to the specifications. The article was manufactured in september 2012. The overall condition shows marks from often use and wear and tear, though not enough evidence to determine exactly how often the instrument had used been prior to this surgery, it is likely that wear and tear has lead too this breakage. It is recommended to replace worn articles before surgery in order avoiding problems and interruptions during surgery. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient condition reported as good.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. (B)(4), manufacturing date: 05.sep.2012, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.